Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The reported that the rep saw the patient today for reprogramming. The rep stated that the patient uses their controller once a month. They reported that last week, when they attempted to turn stimulation back on ,the patient was not able to. The caller reported that they saw the ¿settings not available¿ message. The patient was programmed with electrodes 4 and 5, which had high electrode impedances of 40,000 ohms. The rep reported that they eliminated and reprogram around those electrodes. It reported that once they reprogrammed, their tablet did not show any error messages and they were able to increase the stimulation up to 5 to 7 ma. However, when the patient used their controller, the ¿settings not available¿ message was seen. The rep reported that they were using electrodes : a1: 2+3+ 6-7- 10+ 11+ 12+ 13+ 14-15- 450pw/65hzb1:2+3+ 6-7- 11+ 12+ 13- 14-15- 450pw/65hz. The rep stated that when the patient decreased their stimulation, they were not able to increase their stimulation back up, as the ¿settings not available¿ message was seen. The rep reported that the patient was an active person, and walks. However, no falls or traumas were reported. The rep stated that the patient thinks their lead might have moved, but it was unknown if this was the case as the stimulation was working fine before. Impedances were assessed: reference 7: 0: 30680 ohms4: 40k ohms 2:40k ohms 3: 1590 ohms 4:40k ohms 5: 40k ohms 6: 1350 ohms 11: 1430 ohms12: 1350 ohms 14: 1210 ohms15:1330 ohms reference 6: 2: 40k ohms 3: 1290 ohms 7: 1350 ohms 11: 1060 ohms 12:1050 ohms 13: 960 ohms 14: 830 ohms 15: 1070 ohms. The caller reported that with reference 2, 4 and 5 all contact pairs showed 40k ohms. It was suggested that the rep reprogram and eliminate these electrodes (2, 4, and 5) and that the patient have an x-ray. The event occurred on (B)(6) 2020. No symptoms were reported. No further complications were reported/anticipated.

Event description:
Additional information was reported that the patient had an x-ray, and their leads did not migrate. The patient was programmed around contacts to correct the issue. No further information was reported.